Manufacturer narrative:
H3: this report is based solely on the information provided by the customer. Confirmation of customer's complaint and the root cause could not be determined. A review of the complaint database revealed 1 other event similar to the reported issue. Product was not returned for this event due to the territory manager was able to resolve the issue by re-educating the customer on proper usage of the splitter. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Ensure the nurse call cable is plugged into both the fall monitor and the wall port of the nurse call system or that the wireless adapter is paired properly before leaving the patient unattended. Verify that an alert is received at the nursing station. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reported they had a few alarms that do not activate the call light for the bed when the alarm goes off when connected to our splitter 8235ncs. No patient injuries. Sn: (B)(6). 1 of 8645wl is available for return. No patient incident or injury was reported.